Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen (crrs) I and ii. Patient sample was initially tested in april and the antibody screen was negative. A new sample from the patient was later tested at the hospital and an anti-kell was identified. There is no specimen left from initial testing.

Manufacturer narrative:
Customer did not return sample for further serological testing; there is no specimen left from initial testing. Cannot confirm whether the anti-kell was present at the time the initial sample was tested. No sample remaining.